Manufacturer narrative:
The event of visibility/palpability is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "ptosis".

Event description:
Healthcare professional reported "mild pain in shoulders", "severe pain in back and neck", "chafing or rashes", "loss of feeling and sensation in my nipples", "unhappy with appearance", "tingling or numbness" which is not device related and "visible asymmetries". Later healthcare professional reported "ptosis". Healthcare professional later reported "size exchange". This record is for the left side. The device has been explanted and replaced. Device will be returned.

Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification (if applicable). Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ visibility/palpability: unable to observe through visual inspection as it is a physiological phenomenon. ¿ unsatisfactory result: unable to observe through visual inspection as it is a physiological phenomenon. ¿ rash: unable to observe through visual inspection as it is a physiological phenomenon. ¿ paresthesia: unable to observe through visual inspection as it is a physiological phenomenon. ¿ pain: unable to observe through visual inspection as it is a physiological phenomenon. ¿ nipple sensation increase/decrease: unable to observe through visual inspection as it is a physiological phenomenon. ¿ neck pain: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (creases) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "mild pain in shoulders", "severe pain in back and neck", "chafing or rashes", "loss of feeling and sensation in my nipples", "unhappy with appearance", "tingling or numbness" which is not device related and "visible asymmetries". Later healthcare professional reported "ptosis". Healthcare professional later reported "size exchange". Later healthcare professional reported "circle marks scissor cut for draining" via returned goods authorization form. This record is for the left side. The device has been explanted and replaced.